Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and non-calcified pulmonary artery. The lesion had a very hard organized thrombus. After a guidewire crossed the lesion, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the fifth inflation at 12 atmospheres, the balloon ruptured. There was no fragment left in the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.